Manufacturer narrative:
Additional information: d4/h4. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is possible that the reported incident occurred because a load was applied in the direction that would cause the pusher catheter to detach from the main unit during handling. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use biliary stent handle of the inner sheath came off. The issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography procedure that was completed with the same device. There were no reports of patient harm.